Manufacturer narrative:
Brand name, corrected data: manufacturer inadvertently listed incorrect brand name. Model #, corrected data: manufacturer's initial report listed incorrect model number. Serial #, corrected data: manufacturer's initial report listed incorrect serial number.

Event description:
It was reported that a vns pt experienced swelling from the left shoulder to the hip area. The treating neurologist believes, the swelling is related to vns therapy as there has not been any reported trauma to the area. Moreover, the treating neurologist believes the event is related to mal-position of vns at it could be pressing on the pt's venous system. The pt is non-verbal and the swelling started 3-4 weeks prior to report. System and normal mode diagnostics were ok/ok/2/no and ok/ok/6/no; pt current settings are 3.5/30/250/21/0.5. Current interventions planned were to have an ultrasound and refer the pt for eval with the surgeon. Follow-up with the surgeon's office indicated that no surgical intervention has been done on the pt other than testing. No further follow-ups have been scheduled at the moment with the surgeon.